Event description:
Boston scientific received information that remote monitoring of this system revealed high out of range shock impedances. This information was provided to the physician. No adverse patient effects were reported.

Event description:
A follow up visit was performed. Interrogation revealed the shock impedance measurement trending showed consistent fluctuations in values. The beeping was programmed off. A decision was made to further monitor this system remotely.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigatison will be updated should further information be provided.

Manufacturer narrative:
(B)(4). According to available information, this system remains implanted and in service. When additional information becomes available, this event will be updated.